Event description:
A pharmacist intern reported that a pt experienced "sands of sahara" syndrome grade I, forty eight hours following lasik surgery. According to the surgeon, it was a light reaction, regressive, without persistent complications. Event was resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).